Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the presented to the hospital emergency room after receiving a vibratory alert for high pacing lead impedance measurement. Device was reprogrammed. The lead will continue to be monitored.